Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during an unspecified step of peritoneal dialysis therapy. It is unknown if the patient was connected. This occurred during patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.